Event description:
It was reported by a vns patient that while following up with his primary care physician, he was informed that he had an irregular heartbeat. Follow up with the patient's neurologist revealed that he told the patient to follow up with a cardiologist. However, the neurologist later released the patient from his care due to behavioral issues. The neurologist did perform device diagnostics prior to releasing the patient and the results were said to be within normal limits however the exact test results were not provided to the manufacturer. Good faith attempts to obtain additional information have been unsuccessful to date.